Manufacturer narrative:
(B)(4). (Date of event): the facility reporter indicated the event occurred 1.5 weeks prior to the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as best estimate date. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The two other prostar devices are being reported under separate medwatch reports.

Event description:
It was reported that a physician, trained in the use of the prostar xl device, attempted arteriotomy closure of a common femoral artery after an aortic procedure. Reportedly, when the needles were taken out and the knot was done, the prostar sutures caught subcutaneous tissue. The device was removed and a second and third prostar xl devices were attempted, but with the same results. Hemostasis was achieved using a fourth prostar without further issues. The physician clarified that the vessel was not properly prepped prior to introduce the initial three prostar devices, and that is why the prostars failed. Then the subcutaneous tissue was properly cut and the fourth prostar was successful. There were no adverse patient effects. Though requested, no additional information was provided.